Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited intermittent undersensing and small p-waves. A revision procedure was performed, and it was noted that there was extra lead slack not present at initial implant. The physician pulled some slack back, and the numbers were good. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.